Manufacturer narrative:
(B)(4). MFR 3004753838-2020-11834 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable. B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be connection loss. The reported issue of a pairing failure is reportable based on the finding of a connection loss. No injury or medical intervention was reported.